Event description:
It was reported that the warming assembly is leaking. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Powered on the device and found that water was leaking at the top of the return tube due to normal wear and tear of silicon and o-ring. Completed the complaint and returned unrepaired per customer request. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.

Event description:
Additional information was received which included there was no patient involvement. Event occurred during preventative maintenance.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement.